Event description:
It was reported, the flushing pump, continuously flushes. It did not shut off unless the power was turned off. The issue occurred when the procedure (esophagogastroduodenoscopy with endoscopic ultrasound) was completed and patient was no longer in the room. No other devices were connected to the subject device when the failure occurred suspected to contribute with failure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the flushing pump, continuously flushes. It did not shut off unless the power was turned off. The issue occurred when the procedure (esophagogastroduodenoscopy with endoscopic ultrasound) was completed and patient was no longer in the room. No other devices were connected to the subject device when the failure occurred suspected to contribute with failure. There were no reports of patient harm.